Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01248.

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to bariatric surgery and history of pulmonary embolism (pe). Patient is alleging tilt and vena cava perforation. The patient further alleges "I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it" and "major depressive disorder and generalized anxiety disorder." Per report from CT (computed tomography) dated (B)(6) 2019: "positive for caval perforation. Superior extent of ivc filter l3-l4 disc. Inferior extent superior l5 vertebral body. A total of 4 prongs have perforated ivc series 2 image 52. Maximum distance prongs perforated 7.34 mm series 2 image 52. Coronal images 10.96 degree tilt left to right series 4 image 66. Sagittal images 7.23 degree tilt anterior posterior series 5 image 58. Diameter of ivc directly above filter 21.21 mm x 20.49 mm series 2 image 42."